Manufacturer narrative:
Batch review performed on 18 august 2017. Lot 140345: (B)(4) items manufactured and released on 03 april 2014. Expiration date: 2019-02-28. No anomalies found related to the event. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of stiffness. The surgeon removed the insert and removed scar tissue. The surgery was completed successfully. X-rays and explants are not available.